Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx pro closure device was selected to be used. During the procedure, there was a large piece of pectinate coming up the middle of the appendage. The closure device was deployed, it was proximal, recaptured, and placed more distally. The physician performed a tug test that was not coaxial to the closure device. The physician did another attempt that was slightly better than the first. The closure device was proximal and on the lower end of compression, but it was decided that the closure device was as deep as it could get. The closure device slowly shifted after release until it was completely sideways in the zero-degree. The physician snared out the closure device without incident and re-deployed another 35mm closure device in a different position and performed a proper tug. The closure device was still proximal and on the lower end of compression, but the physician decided to leave it. The closure device again moved more proximal upon release but remained inside the appendage and well-sealed. The physician found this result acceptable. There was never a pericardial effusion or any patient complications. A repeat transthoracic echocardiogram (tte) was performed hours later without any significant findings. The patient was discharged on (B)(6) 2025 without incident.